Event description:
It was reported that the patient didn't have therapeutic effect. It was noted that the patient had a urinary tract infection that made symptoms worse, was treated with antibiotics appropriately, and felt better afterwards. The doctor re-programmed and 'checked out' the device. Everything was 'fine' on (B)(6) 2012. A urine culture was performed a week prior to (B)(6) 2012 and the results were negative. The patient no longer had the infection, but continued to have issues controlling her urinary symptoms. The patient was still urinating a similar number of times as prior to having the device. When the stimulation settings were so the patient could faintly feel the stimulation, the patient didn't have symptom control, but when the stimulation was turned up, the stimulation sensation was 'too strong and uncomfortable.' Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v956868, implanted: 2012 (B)(6), product type lead. (B)(4).